Manufacturer narrative:
Base on the provided serial number, we tracked back the finished products inspection record of that unit. The unit pass the driving test.; the distributor has contacted with us on 08/13/2014 for the same driving direction issue. The investigation revealed that the controller was not the original controller supplied with the device (which met specs), but a spare part controller that was shipped out. The spare part controller parts does not include the specific setting prior to being shipped out.; we use one device sample from our stock to conduct the driving test with the controller which does not include the specific program setting. We confirmed that a device with the controller without specific program setting would drive in the opposite direction. ( driving test report): we have sent controller replacement with correct program setting and the distributor had returned the incorrect controllers. After receiving the returned controller, it is verified that the controller does not include the specific program setting.; for further implement, a CAPA ((B)(4)) has been issued for preventive action.

Event description:
It was reported by the dealer that the p31bkue power chair will randomly turn/drive in opposite direction given (no faults, no indicated damage).